Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the catheter was broken and the pump was nearing end of service (eos). It was noted the patient was implanted with a new pump and catheter on (B)(6) 2014. It was further noted the patient started having problems with the catheter a couple years ago. The reporter stated they underwent surgery to fix the catheter before the replacement surgery, but they could not remember when. The reporter further stated it was discovered on (B)(6) 2014- that the drug was not going where it was supposed to and it was instead pooling under the skin. Additional information was requested, but was not available as of the date of this report.